Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address pain. Update:11/04/2011 - litigation papers received. There is no new additional information that would affect the investigation. Update 01/24/2012 - plaintiff's fact sheet form was received which identified part/lot information. There is no new information that changes the outcome of this investigation. Update- 3/13/2013 ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/16/2015 update feb 20, 2017: supplemental information received. Complaint handling department received the information on (B)(6) 2017. After review of the supplemental information, there is no new information added that changes that existing MDR decision. Added complainant information. This complaint was updated on: may 10, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.